Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This report is one of two for the same patient on subsequent nights.

Event description:
A peritoneal dialysis (pd) patient reported his cycler alarmed for multiple alarms including air detected in the cassette. When he discontinued treatment he found fluid leaking from the cassette. He completed treatment manually. He did not contact technical support and continued using the cycler the next night. The set was discarded. During follow up the patient reported he did not have any complications.